Event description:
The customer reported that while pts were being monitored, the wireless transceiver (tim) was not functioning causing communication loss between panorama central station and the telemetry monitors. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the wireless transceiver (tim) and observed the reported problem. Corrections included replacement of the tim power supply and adjustment of the front panel antenna outputs. The units was tested to factory's specifications and passed. It functioned normally and was returned to use.